Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The field service engineer (fse) evaluated the device on-site, performed the non-invasive blood pressure (nibp) calibration, and conducted an operational test, which the device passed successfully. The device is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device functions within its specification.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the green indicator light does not come on while charging. There was no patient involvement.